Manufacturer narrative:
(B)(4). The unit was evaluated by a philips field service engineer and the symptom was verified. The ac power supply was replaced to resolve the reported issue.

Event description:
The customer reported the ac indicator led is not lit. There was no patient involvement.